Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned intact and not severed. Visual inspection noted the sleeve was bunched and the insulation was twisted in multiple locations. The lead passed electrical continuity testing; however an inner coil fracture was observed at approx. 285 millimeters from the terminal end. The insulation was twisted at the site of the fracture, and the coils themselves were deformed and stretched. An x-ray taken confirmed an inner coil fracture. These observations were suspected to have been induced damage during the implant procedure. Analysis confirmed the allegations made against the lead in the field.

Event description:
It was reported that during an implant procedure, this left ventricular (lv) lead was positioned, but then exhibited a high out of range pacing impedance measurement of greater than 3000 ohms as well as oversensing of noise when it was connected to the device. The lv lead was disconnected and tested with a pacing system analyzer, where it continue to exhibit high out of range measurements. Fluoroscopy imagining showed the lv lead was fractured. The lv lead was removed and replaced prior to pocket closure and was never in service. A fracture was visually confirmed upon removal of the lv lead from the patient. No adverse patient effects were reported.

Event description:
It was reported that during an implant procedure, this left ventricular (lv) lead was positioned, but then exhibited a high out of range pacing impedance measurement of greater than 3000 ohms as well as oversensing of noise when it was connected to the device. The lv lead was disconnected and tested with a pacing system analyzer, where it continue to exhibit high out of range measurements. Fluoroscopy imagining showed the lv lead was fractured. The lv lead was removed and replaced prior to pocket closure and was never in service. A fracture was visually confirmed upon removal of the lv lead from the patient. No adverse patient effects were reported. The lv lead is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.